Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure for breast cancer, the impedance was around 400 ohms. The doctor was unable to turn up output over 20w. Although the number of return pads was increased from 2 to 4, and the needle was changed, no changes were seen in the impedance readings. The incident generator was removed from use and the procedure was completed with another generator. No patient injury occurred.